Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient has multiple comorbidities including obesity, diabetes, and tobacco use. The patient underwent gastric bypass in 2001 and subsequently developed a ventral hernia requiring repair in 2006. Following the repair the patient had complaints of pain. The operative report at the time of explant indicates the stomach was difficult to see as it was stuck to the liver. Additionally, the operative report identifies the problem as being an ulcer at the anastomotic site of the roux-en-y anastomosis, stuck to the liver. Culture reports following the explant identify the presence of an infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Based on the information provided there is no indication a device failure occurred. Additionally, no sample was returned for evaluation.

Event description:
Based on the medical records provided by the patient's attorney: (B)(6) 2006 - patient underwent repair of incarcerated incisional hernia with composix kugel. On (B)(6) 2006 - patient presented to emergency room with complaints of pain for "weeks". No unusual masses, no hernias, no rigidity and surgical scar well healed. On (B)(6) 2007 - patient admitted for gi bleeding and ulcer at the anastomosis site of her gastric bypass. On (B)(6) 2007 - patient underwent exploratory laparotomy. Excision of composix kugel, ulcer of the jejunum at the roux-en-y anastomosis, and closure of the stomach. New anastomosis of the roux-en-y with insertion of triple lumen catheter. On (B)(6) 2007 - patient underwent exploratory laparotomy, takedown of roux-en-y and closure of stomach. On (B)(6) 2007 - patient underwent exploratory laparotomy, takedown of prior abdominal wall closure after removing portion of the stomach.